Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error two months ago. The reporter did not know the blood glucose reading. The customer stopped using the insulin pump since alarm and reverted to using syringes. There were no significant events leading to the alarm observed. The battery was taken out, but the alarm reoccurred. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.